Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to clean the incubator. A test cup was found lodged under the detector outside of the waffle plate. The cup was removed. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4277 incubator positioning overrun was a test cup in the incubator.

Event description:
On (B)(6) 2017, a customer reported error 4277 incubator positioning overrun on the aia-900 instrument. The customer stated there was a problem with the carousel movement. The customer completed an all set home function and the error occurred intermittently. The customer is unable to run patient samples on luteinizing hormone (lh ii), progesterone (progii), follicle stimulation hormone (fsh), estradiol (e2), and bchg reproductive hormone. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii, prog ii, fsh, e2, and bchg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.